Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two videos of a balloon deflation attempt outside of the patient's body were reviewed. The technical investigation revealed that the balloon has been inflated and was partially deflated in the as-returned state. A large amount of dried contrast medium residue was observed in the balloon lumen, in the inflation lumen and on the outside of the entire device. Since the contrast medium could not be dissolved, the inflation and deflation behaviour of the balloon could not be assessed. Therefore, further investigation with regards to the reported complaint event is not possible. In the two videos provided by the hospital an inflated balloon is visible and the physician attempts deflation. After about 30-40 seconds the balloon is to the greatest extent deflated. However, a small amount of contrast medium remains inside the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Due to the state of the returned device a final root cause could not be established. It should be noted that the IFU clearly states that the instrument shall be deflated for at least 35 seconds.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (87 percent stenosis degree) in a moderately tortuous vessel. After deployment of the stent the balloon was deflated but the deflation time was too long.